Manufacturer narrative:
See medwatch 2032227-2014-58910 for insulin pump information. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site per variance 5.

Event description:
It was reported that the customer received a no delivery alarm from his insulin pump and had occlusions in his insulin infusion set. The customer's blood glucose level was 383 mg/dl. Standard troubleshooting was performed. It was discovered that the infusion set's cannula was also bent. The customer was advised to change his insulin, reservoir, and infusion set. The product is being returned. Nothing further was reported.